Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a click was heard when the assistant pulled back on the handle to expose the snare. Endoscopic viewing showed that the snare did not open up. The snare was removed and the plastic sheath was found torn. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the flare detached, therefore, this is now an MDR reportable event.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the investigation result of flare detached. Visual evaluation of the returned device found that the flare was detached, the catheter slightly kinked in the extreme of the strain relief and the wire kinked near the handle. The handle cannula was in good condition and there was evidence of flaring process. The key and the dongle shaft were deformed. Functional testing could not be performed due to the flare detachment. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no other complaints exist for the specified lot.